Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec with respect to the reported symptom, door not fully latched alarms were experienced at power up during the eval, but not reproduced. The messages were found to be cause by loose link screws. The screws were replaced.

Event description:
It was reported that a spectrum pump did not recognize a closed door. It was also reported there was no pt involvement.